Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer had no symptom. They feel ok to troubleshoot. Drive support condition was normal. Customer's blood glucose value at the time of incident was 600 mg/dl. Customer current blood glucose level was 600 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. There was no leak or air bubbles in the tubing and reservoir. Customer did not report bolus wizard. Pressure test was not performed. Bolus wizard was not confirmed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Infusion set was changed on (B)(6) 2018. Customer also reported under delivery. Products will not be returning for analysis.